Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarm test. Motor was tested outside the device and passed. Unable to prime during prime/delivery test due to faulty forced sensor resistor. Unit received with scratched lcd window, cracked belt clip slot, and cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 109 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer also reported of receiving a motor error alarm. During troubleshooting for motor error alarm, customer reported that insulin pump had been exposed to magnetic field. Insulin pump was able to rewind. Customer was advised that insulin pump would need to be replaced.